Event description:
The facility's biomed engineer reported an infusion pump that non delivered during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.